Event description:
Caller reported that the insulin cartridge leaked. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was able to change the cartridge and successfully resume insulin therapy.